Event description:
It was reported that bd syringe plastipak 5ml leaked from behind the stopper. The following information was provided by the client: "when aspirating the drug zoledronic acid, it was noticed that the syringe leaks through the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe plastipak 5ml leaked from behind the stopper. The following information was provided by the client: "...when aspirating the drug zoledronic acid, it was noticed that the syringe leaks through the plunger."